Event description:
A (B)(6) male pt called zoll customer support that his monitor was displaying a service code 102 (charge profile fault). The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. Upon evaluation investigation resistor r45 was open on the c/a board, which caused the service code 102. The cause for the open r45 resistor was a broken lead on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken lead on c22 could not be positively identified but the damaged likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the broken lead on c22. The pt rec'd a replacement monitor.